Event description:
It was reported that the patient¿s insertable cardiac monitor (icm) had false pause episodes due to under-sensing and that the possible cause was the implant position of the icm. Programming changes were discussed but not made. No intervention was performed. The patient was asymptomatic and had no adverse consequences.